Event description:
The patient reported that the needle retracted before 24 hours. The patient stated this is the first time this has occurred. The patient says she pressed the needle button multiple times and the needle would constantly retract after a hour. The patient did not accidentally press the needle release button. The patient was able to fill and apply another v-go device.